Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mixed urinary incontinence, overactive bladder symptoms with urge incontinence, urodynamic study showing uninhibited contractions, detrusor pressure, leakage, urgency, morbid obesity, fecal incontinence, herpes outbreak, vaginal candidiasis and slipped sling secondary to straining.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent stress urinary incontinence, and additional mesh product implantation.

Manufacturer narrative:
Exemption (B)(4). The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." The total number of events for product classification code pag is 18. Qty 7- pelvilace biourethral support system 2 needle introducers, 1 disposable handle, 4 tissue connectors, 1.5cm x 50cm porcine accellular collagen matrix sling qty 1- pelvilace to biourethral support system. Qty 1- pelvilace to biourethral support system needle and implant halo needle 50cm. Qty 9- pelvilace to biourethral support system needle and implant hook needle 50cm.